Event description:
Went to dr. (B)(6), on (B)(6) 2010 for essure contraceptive device placement. During procedure, began to have severe pain in left lower abdomen that radiated through left side up to left side of chest, through left arm and into left side of neck and head. Dr. (B)(6) stopped procedure and stated in person to me with his nurse, (B)(6) present and states in my medical record from that procedure that he abandoned the procedure and the essure coil "was not deployed and was removed." I have continued to have lower abdominal pain and a severe constant headache that cannot be relieved by any otc or prescription medication. On (B)(6) 2011, I went to an urgent care facility for possible uti along with lower abdominal pain. CT scan of abdomen was performed and an essure device was found in my left fundal area. On (B)(6) 2011, had a hysterosalpingogram performed and a definite essure coil was seen in the left fundal area that occludes the left fallopian tube but definite optimal/proper placement of the essure coil could not be determined. Dr. (B)(6) was informed and states that he emphatically did not deploy the essure coil and has been very insistent of such. He actually states that "you must have had an essure coil placed by another doctor either before my procedure on (B)(6) 2010 or sometime thereafter." I have made it very clear to dr. (B)(6) and anyone else involved that I did not have any other essure procedure performed at any time of my life, whether a failed or successful procedure. Dr. (B)(6) also stated that if in fact there is an essure coil in my left fallopian tube or in my left fundal area that "it is a miracle and we should all gone to church" I found that statement very offensive and felt as though dr. (B)(6) did not take this situation serious at all. The issue was brought to the attention of the chief medical officer of the company dr. (B)(6) works for who also states there is no way that dr. (B)(6) could have placed the essure coil w/o making several maneuvers on the insertion device. Dr. (B)(6), the chief medical officer of (B)(4) stated on (B)(4) 2012 that he had been in contact with conceptus the maker of essure and was advised there has never been any instance of an essure coil spontaneously deploying but dr. (B)(6) stated to me that is what must have happened in my case since dr. (B)(6) states w/o a doubt that he did not deploy the coil and the essure coil was removed. I must tell you that first of all I am skeptical of dr. (B)(6)'s statement that he did not deploy the essure coil. However, if such an occurrence could possibly happen, I believe this must be looked into. It appears that the essure coil in my instance did not go through the uterine wall into my abdomen but that is not to say that it could not happen on another female pt if this device were to "spontaneously" deploy the coil w/o the doctor's knowledge. Dr. (B)(6), according to dr. (B)(6) obviously did not check the end of the device that is used for the insertion of an essure coil to make certain that the coil was still attached and not in my body at the end of my procedure. This is a serious implication that all precautions are not being taken when it come to the insertion of the essure contraceptive device. Just as I am reporting to you at the FDA I am also filing a complaint with the (B)(4) department of health against dr. (B)(6) for negligent and unethical behavior.